Event description:
It was reported that during an atrial flutter (afl) procedure, after the catheters (webstar 10 pole, cristacath halo and competitors) were placed in the hra, his, cs, rv and tricuspid annulus, ablation of the isthmus line at 40w for 30 seconds was delivered by navistar ds. After 15 times of ablation, the isthmus line of the right atrium was completed and a procedure was ended. When the sheath (trio 10fr - sro 8 fr (nihon koden's) was withdrawing, the patient became twitch and blood pressure dropped. An echocardiograph was conducted and cardiac tamponade was observed. The drainage was performed and the blood pressure was stable. The patient returned to the hospital ward. The physician's opinion regarding the causality of the tamponade was that when the cs catheter was inserted, having taken out and inserted several times might be the cause.

Manufacturer narrative:
Product analysis could not be performed since the catheter was not returned to bwi for investigation. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: webster 10 pole us: catalog #: d510f2250rt, lot #: 15692225l. (B)(4).